Event description:
The device was explanted and returned. No reason/ info was provided.

Manufacturer narrative:
(B)(4). Final analysis of the device revealed s2 battery resistance high. The 5 ma 5 second pulse battery resistance was 321 ohms, which exceeded the battery specification upper limit of 317 ohms. The drug delivered per analysis was baclofen.